Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on (B)(6) 2023. During the procedure, the clip was opened after passing through the scope; however, the clip detached from the catheter prior to grabbing the tissue. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.